Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient received a blood glucose result of 367 mg/dl, and did not receive a bolus recommendation from the software. No adverse event was reported. The suspect device is not expected to be returned for product evaluation.